Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 434 mg/dl. The customer used the insulin pump to bolus to treat the high blood glucose level. The customer declined to troubleshoot for the insulin pump. The customer stated it was the bent cannula that caused the high blood glucose level. The product was not returned for analysis.